Event description:
It was reported that the physician was performing an endocardio ablation. The physician gained access through the right femoral vein with an 18 gauge needle and introduced the sheath. As the user cannulated the vein a second time to place an add'l sheath, the 18 gauge needle punctured the sheath in situ. The physician advanced the wire to place the second sheath which entered the puncture site of the sheath wall, at which time the sheath became separated. The user stated that this was not a product issue. Minor surgery was required to remove the separated portion of the sheath from the pt. The pt is doing well.